Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a missing doppler. The customer removed it and it was misplaced. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge fse was dispatched to evaluate this unit. The fse stated that the customer removed the dopplers from the units and misplaced them. They ordered new ones and the customer replaced them.

Event description:
N/a.